Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2014. Reimplantation is planned but had not taken place at the time of this report. This report is filed may 12, 2014. Implant not yet received by manufacturer.

Event description:
Per the clinic, the patient experience a skin flap breakdown around the implant site resulting in extrusion of the receiver/stimulator unit. The patient was hospitalized from (B)(6) 2014, to close the wound with stitches. The patient was prescribed oral antibiotic treatment (type and dosage not reported) for 10 days.

Manufacturer narrative:
This report is filed june 6, 2014.

Manufacturer narrative:
(B)(4). Implanted device remains.